Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The reporter claimed that the subject pump has been getting very hot. During troubleshooting, the animas representative noted the battery cap was secured. There was no product misuse or damaged to any other area of the subject pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump.